Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed crease sharp opening on anterior side assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. Yellow particles inside of the device.